Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reports revision surgery in left hip due to fractured femur. She alleges cables around her femur were implanted due to fractured bones. Patient reports that 2 of those 3 cables have are broken, found due to xray. No complaint against the stem, but only the cables.